Manufacturer narrative:
Currently, it is unk whether or not the device may have cause or contributed to the event as no product has been returned. No conclusion can be drawn at this time. The device will be returned for analysis and further info will follow once the analysis has been completed.

Event description:
It was reported that the customer was experiencing high blood glucose. It was believed that the insulin pump was not functioning properly. Troubleshooting was performed, and the insulin pump did not alarm no delivery as it should. Advised that a replacement of the insulin pump will be sent. No further info was provided.